Manufacturer narrative:
(B)(4). Insulin pump trace download analysis confirmed the insulin pump alarmed low battery alert and device unable to charge alarm. The adapt indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery alert and device unable to charge alarm due to connector resistance issue on electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery lasted only a few hours and the insulin pump shut off by itself. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.